Manufacturer narrative:
(B)(4). Follow up for device evaluation the complaint described a broken syringe, a hole in the packaging, and the presence of dirt within the syringe. To support the investigation, our quality team received three samples and two photographs for evaluation. Two samples arrived in opened blister packages and one in a sealed blister package. Following visual inspection, two of the samples exhibited damage to the plunger rod, with a dark stain remaining at the damage site. A different sample showed a 3 32 inch cut in the packaging. The two photographs depicted two of the returned samples. No additional defects or imperfections were observed. The observed plunger rod damage could occur if a jam took place during the assembly process, which would also account for the dark stain at the point of interference. The packaging damage could occur if a sharp tool were used to open the outer packaging box. The packaging process is automated and does not include sharp features that would be expected to cause this type of damage. A device history record review was completed for material number 303552, lot 4302261. The review did not identify any quality issues during production of this lot that could have contributed to the reported condition, and there were no related quality notifications. All processes and final inspections were performed in accordance with specification requirements. Verification of the assembly process confirmed correct alignment of the rails and conveyors and acceptable product flow. Based on the investigation and the analysis of the returned samples, the customers reported condition is confirmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll brazil package was damaged / defective. The following information was provided by the initial reporter: it was reported that problem with syringe 50 ml. Event 1:1 broken syringe, event 2: 1 with hole in the packaging, event 3: 1 dirt in the syringe. Lot: 4302261 - 3 syringes.